Event description:
On (B)(6) 2012, the patient requested assistance in setting the time on her palm device that contains a bolus calculator. She was having difficulty setting the time and stated that she needed to eat because her blood glucose levels were low. She stated that she only checks her blood glucose levels one time per day. The patient decided to check her blood glucose levels and call back to finish setting the time later. When the patient called back she stated that she was not able to test her blood glucose level. She stated that she had fallen in her bathroom, but says she did not pass out or become unconscious. When the patient fell, the blood glucose monitor and palm device were broken. The patient stated that when her husband came home, he found her and gave her chocolate and candy to eat; she was unable to retrieve the chocolate candy herself. He then called paramedics. When the paramedics checked her blood glucose level it was 67 mg/dl. Her normal range is around 100 mg/dl. The paramedics did not provide any type of treatment. The patient went to the hospital on (B)(6) 2012, and was admitted. At the hospital, her blood glucose level was monitored, but she did not receive any treatment. She was released on (B)(6) 2012. The patient thinks that she has the basal insulin delivery rates on her infusion device set too high. Her internist assisted her in lowering her basal rates. No product was requested to be returned for evaluation.